Manufacturer narrative:
Eval summary - the pump is in the process of being evaluated. A follow- up report will be filed upon completion of the eval, or if any additional details become available.

Event description:
The facility rep reported a pump in which "not all keypad buttons function". This problem was identified during bio-med testing. There was no report of patient injury or medical intervention necessary. This device utilizes the user interface module (uim) master software version categorized as colleague 2006. No additional information is available.